Event description:
Boston scientific received information that the patient implanted with this device reported a heart rate below the lower rate limit (lrl) especially at night and early morning. The local area representative confirmed that since this allegation the patient was seen in clinic for a normal device follow up. The device was checked and it was confirmed that the device never fell below the lrl. Since that office visit the patient again alleged that their heart rate was below the lrl. They also alleged hearing tones and being short of breath. A company representative discussed the device will never make an audible sound like a beep and advised to notify the physician if the patient can hear tones, vibrations, growls and etc. Additional information from the local field representative indicates that the patient has not been seen in clinic since their last regularly scheduled follow up appointment. The patient has not contacted their physician to report any device issues. As of today the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.